Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a damaged power plug. The bmt stated the black wire was damaged and needed the part number for the power cord assembly. A photo was provided. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: b5, h6 - medical device problem code.

Event description:
A user facility biomedical technician (bmt) reported a damaged power plug. The bmt stated the black wire was damaged and needed the part number for the power cord assembly. A photo was provided. Upon follow-up, the bmt said the machine had been repaired. The bmt replaced the power supply cable that had a plug with visual damage (described as burnt/melted). The damage was identified during regular maintenance. The bmt said this was not the original power supply cable on the machine - it had previously been replaced on an unknown date. There was no burning smell noticed. Additionally, there were no signs of smoke, sparks, or flames. The bmt said that the damage was likely identified well after it occurred. No additional information was able to be provided. No sample was available for evaluation.

Event description:
A user facility biomedical technician (bmt) reported a damaged power plug. The bmt stated the black wire was damaged and needed the part number for the power cord assembly. A photo was provided. Upon follow-up, the bmt said the machine had been repaired. The bmt replaced the power supply cable that had a plug with visual damage (described as burnt/melted). The damage was identified during regular maintenance. The bmt said this was not the original power supply cable on the machine - it had previously been replaced on an unknown date. There was no burning smell noticed. Additionally, there were no signs of smoke, sparks, or flames. The bmt said that the damage was likely identified well after it occurred. No additional information was able to be provided. No sample was available for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The reported event was confirmed referencing the attached photo we can observe the thermal on the power plug. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached. The reported event was confirmed.